Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 25 fractured. Construction was an implant retained dental bridge. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and patient related bruxism,